Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient called to report she is "worried" that the device has "fired" several times since the implant a week ago. She reports pain when moving her arm and pain around the device. Follow up with the physician office indicated that the patient came in for a wound check and all was well. The device remains in use. No patient complications were reported as a result of this event.